Event description:
Laparoscopic reprocessed trocar did not work properly on a laparoscopic total hysterectomy. There was no harm to the pt but the surgeon had to remove the affected trocar and replace with a new one. The top portion of the trocar was not sealed therefore was letting co2 gas escape from the abdomen. We opened 4 trocars from the start, all were reprocessed. Retained all 4 packages from the trocars, but have no way of knowing exactly which one goes with which package. (B)(4).